Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflator was not activating after half an hour. The issue was found during service / maintenance (not in a clinical setting).